Manufacturer narrative:
(B)(4): indication for use. Date of implant - estimated; reported as (B)(6) 2011. There was no reported product deficiency. Angina, dissection, myocardial infarction (mi), thrombosis, and restenosis are known adverse patient events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the IFU also states that the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this instance, it is not known how the use of the promus in the svg contributed to the reported patient effects. The other promus is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2011, the patient presented with an acute inferior wall myocardial infarct. The saphenous vein graft (svg) had multiple stents placed over time with multiple layers of stents within the graft. Most recently in (B)(6) 2011, two promus stents had been placed. Angiography found the svg was occluded proximally at the site of the recent stenting (2 layers of stents at the site). Thrombectomy and balloon dilatations at high pressures were performed with placement of a 2.75 x 16 mm non-abbott bare metal stent. Additionally, notes state that even before placement of that stent there might have been a type 1 dissection with a little bit of intimal staining. The area was watched, but after the patient experienced a different type of chest discomfort the physician elected to place a 3.0 x 12 mm graftmaster stent which sealed off a small perforation. The patient had timi 3 flow throughout the graft in an extensively stented and diseased graft. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.